Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 12mmx3.5mm target lesion was located in the non tortuous left anterior descending artery. A 3.50x12mm promus element ¿ stent was advanced to treat the lesion. However, upon advancing, the stent got deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Visual examination showed that the on the crimped stent the 3rd and 4th struts from the distal end were not crimped tightly, the struts had started to expand slightly. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. A visual and tactile examination found a kink in the hypotube 6cm from end of hub. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 12mmx3.5mm target lesion was located in the non tortuous left anterior descending artery. A 3.50x12mm promus element - stent was advanced to treat the lesion. However, upon advancing, the stent got deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.